Event description:
The device was used during an endo hernia procedure. Reportedly, the instrument would not fire. The surgeon applied another device. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
8/14/97 - supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.